Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, during the preparation of the room for the procedure, the robotic system presented recoverable fault 23072. This fault was recovered but still remained present. An emergency power off (epo) was performed on the system, and when the system was restarted, the fault was still present. The nurse disabled arm 2, and the system was then ready, but the medical team chose not to use the 3-arm system. As the hospital has two davinci platforms, the medical team changed rooms to perform the procedure on the sl1450 system. No patients were involved, the procedure was aborted on this dv system and performed on another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse identified the error 23072 and calibrated the system. No replacement was required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error 23072 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by calibrating the system.